Event description:
The MFR received info alleging a remote alarm device would not sound an audible alarm. There was no report of harm or injury.

Manufacturer narrative:
The device was evaluated by the MFR's service center. The customer's complaint was confirmed. The device's pca was replaced to address the issue. If the remote alarm (optional accessory) was used in conjunction with a ventilator, the ventilator would continue to provide therapy and audibly alarm for pt events. Device was scrapped per the customer's request.